Event description:
It was reported that the customer had a severe low blood glucose level the other night. Customer's blood glucose level went down to 40 mg/dl. Customer was able to take orange juice and it went back up. Customer was 304 mg/dl in the early morning and bolused. Customer did not believe it had anything to do with the pump/infusion set. Customer's blood glucose level was 94 mg/dl before she went to work. Customer brought an insulin pump just in case anything may happen if she were to go high. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).